Manufacturer narrative:
Device evaluation summary: the service engineer (se) inspected the device and was unable to duplicate the reported issue. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. A review of the ventilator logs showed that the ventilator entered back up ventilation (buv). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use this 980 ventilator "went into vent inop status". The patient was removed from the ventilator and placed on an alternate ventilator with no harm reported.